Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found cap piercer overflow due to a blockage in the drain. Fse removed blockage and primed the system with no errors.no further cap piercer leaking complaints were received.

Event description:
A customer contacted beckman coulter inc.(bci) stating the cap piercer wash in the unicel dxc 800 pro synchron clinical system was leaking.no injury was reported and no erroneous results were generated.